Manufacturer narrative:
To whom it may concern: on june 4, 2020, balt USA has been notified of an event regarding the use of a single optima coil (4mm x 8cm complex super soft). Details reported as follows: "rupture during coiling. Managed by temporary occlusion of parent artery with balloon micro catheter and coiling. Subarachnoid haemorrhage without symptoms." The following was provided june 17, 2020: "the hospital discharge was done on (B)(6) 2020 with mrs. = 0. No new hospitalization since the discharge. Grade 0-no symptoms at all. Grade 1-no significant disability despite symptoms, able to carry out all usual duties and activities. Grade 2-slight disability, unable to carry out all previous activities, but able to look after own affairs without assistance. Grade 3-moderate disability, requiring some help, but able to walk without assistance. Grade 4-moderately severe disability, unable to walk without assistance and unable to attend to own bodily needs without assistance. Grade 5-severe disability, bedridden, incontinent and requiring constant nursing care and attention. Grade 6-death." An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history record did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f200100050 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "rupture during coiling. Managed by temporary occlusion of parent artery with balloon micro catheter and coiling. Subarachnoid hemorrhage without symptoms."